Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5-4.0x36-38mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, the struts were found lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5-4.0x36-38mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, the struts were found lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system (sds) was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc promus premier 38 x 3.50 mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc promus premier. A visual and microscopic examination of the stent found stent damage, with stent struts from distal region lifted and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement of a promus premier 38 x 3.50 mm device. The crimped stent length was measured and the result is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 2 cm proximal to the distal end of strain relief with the manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.